Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2015: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 250 mcg/day and dilaudid (hydromorphone) 250 mcg/ml at 20 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient was seen in clinic approximately two months ago for a routine pump refill. He had also been experiencing increased pain and changes in appetite. During the refill, the patient reported he had a volume discrepancy (exact date unknown) stating that his pump should have been close to empty but was almost completely full. Exact volumes were not given. A catheter access study was performed and was negative for return of cerebrospinal fluid (csf). His dosing was reduced in preparation for a catheter revision. Upon arrival today, his dosing was minimum rate of fentanyl 18.4 mcg/day and dilaudid 1.54 mcg/day. The patient was taken to the operating room (or) today for planned catheter revision. The patient was placed in a lateral position. The physician started by opening up the existing pump pocket and dissecting down to the existing pump and proximal pump segment. Once he got the pump out of the pocket and uncoiled the proximal segment of the catheter, he aspirated from the catheter port, which had ample return of csf. The physician believed that there may have been a kink within the pocket next to the connector/collet. He made some modifications to the pocket to implant the device slightly deeper within the pocket. He then recoiled the catheter behind the pump and placed the pump back within the pocket and performed a final catheter aspiration from the port site with positive return of csf. There were no changes made to catheter length/volume. Nothing was explanted or newly implanted during this procedure. The issue was resolved at the time of this report. The patient's weight and medical history were asked but made unknown.